Manufacturer narrative:
As reported in a research article, a patient died due to valve infection after implant with a trifecta valve. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported through a research article identifying an adverse event that may be related to a trifecta valves that may be related to a death post procedure. Details are listed in the article, titled "hemodynamic performance and incidence of patient-prosthesis mismatch of small-sized trifecta pericardial aortic valves." Between april 2013 to december 2018, 108 patients in a single japanese institution underwent a aortic valve replacement with a trifecta valve of 23mm or less. The patient pool has an average age of 73 years old with 58.3% of them male. The patients had a medical history of hypertension, hyperlipidemia, diabetes, peripheral vascular disease, chronic dialysis, atrial fibrillation, and stroke. During follow up, one of the patient that was implanted with a 19mm trifecta valve died due to valve infection.